Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 6.5 cm thoracic aortic aneurysm distal to the arch in the descending thoracic aorta approx (B)(6) ago. Vessel morphology was reported as heavily calcified, moderately tortuous iliacs and severe aorta angulation. It was reported that there was a tight vessel access. The physician advanced the device up as far as 2 cm below the intended landing zone, however, was unable to advance to the intended landing zone. The physician lost wire access at this point. Upon re-inserting the same device, it would not advance beyond the infrarenal aorta. The physician removed the device from the pt and it was noticed that the device was kinked. The physician decided to change the lunderquist wire and successfully implanted with another talent captivia device. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (device was discarded). Results/conclusions: (heavily calcified, moderately tortuous iliacs and severe aorta angulation).